Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient faced infusion set adhesive issue event on 23-feb-2026. The infusion set tape did not adhere upon insertion. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.